Manufacturer narrative:
On 28-apr-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00002795 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure involving two carto vizigo¿ 8.5f bi-directional guiding sheath - small devices and there were bubbles in the valve which could not be removed. No air was introduced into the patient. The physician attempted to remove the bubbles but could not do it. No medical intervention was required. No further details were provided regarding troubleshooting or completion of the procedure. No patient consequences were reported. This report is for one of the vizigo sheaths. Another report has been sent for the other device.